Manufacturer narrative:
The cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on but powers on with a spare battery. The maintenance frequency was not reported. They reported that this did not occur during patient use.